Event description:
It was reported that customer saw continuous glucose monitor error message while using sensor. There was no reported adverse impact to the customer. Customer contacted support, was guided through pump reset steps, confirmed that error message did not appear again, and successfully started new sensor session.